Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after receiving shocks. Further review found there were 8 shocks and they were inappropriate as the rate was atrially driven. Reprogramming was discussed to try and optimize, but they indicated that ultimately, this is a rhythm that may have to be managed medically. The implantable cardioverter defibrillator (ICD) remains in service and there were no adverse patient effects reported.